Event description:
On (B)(6) 2011, pt reported that he experienced elevated blood glucose due to bent infusion cannulas. Infusion set was manually inserted on the night of (B)(6) 2011, and there were no concerns with this process. Blood glucose elevated as high as 360 mg/dl the day after insertion. Pt changed the headset when he returned home from work and found the cannula was bent in two spots. Pt inserted a new headset and attempted to bolus, and he received a "no delivery" error on the infusion device. Pt removed the headset and found the cannula was not bent. He disconnected the tubing from the infusion device, and insulin "poured out" as if there was built up pressure. Pt inserted a third headset and received another "no delivery" error. Pt removed the headset and found the cannula was bent in one spot in the middle. Pt switched to injection therapy. Target blood glucose is 80-120 mg/dl. Infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.